Event description:
Patient was on continuous venovenous hemodialysis (cvvhd). During the night shift, there were problems with the machine alarming and adjustments were made. At 0830, staff reported that the machine had pulled off 1160cc within the first 32 minutes of the 0800 hour, although it was set to remove 220cc/hour. From 0600-0700, the machine had pulled 1650cc, although it was set to remove 350cc/hour. From 0700-0800, the machine pulled 2153 cc, although it was set to remove 220cc/hour.